Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. On (B)(6) 2019 the ipg was explanted and replaced. The patient has effective therapy post operatively. Issue resolved.